Event description:
Philips received a complaint by the customer on the v60, indicating that the device would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was reporting the 4th gen power management (pm) printed circuit board assembly (pcba) was previously replaced and advised that the pm board has failed and needs to be replaced again. The rse advised the customer that the replacement board has a 90 warranty but that has expired. Provided customer the part # for the 4th generation pm pcba. Per good faith effort (gfe) response, it was confirmed that the device was in service for approximately 2,000 hours, when the pm pcba failed. The hospital respiratory therapist (rt) tech confirmed that the device was alarming and would not stop. It was still alarming after the screen went black. It took holding down the power button for a whole minute to get it to stop alarming. The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the pm pcba was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.